Event description:
Litigation papers allege after the surgical implantation of the asrhip implant device, the patient suffered pain and discomfort; the formation of metallosis and pseudotumors which have damaged bone and tissue surrounding the implant; stiffness; inflammation; chromium and cobalt metal toxicity and debilitating lack of mobility.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013- plaintiff¿s preliminary disclosure form was received, which identified side, dob, and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.